Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the system was taking a spin, part way through it would make a clicking noise then the spin would stop.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Calibrations were performed. Tightened grounds and inspected cables to tube. Verified door switch operation. Completed system checkout. System functioning normally. If information is provided in the future, a supplemental report will be issued.